Manufacturer narrative:
The status of the device is currently unknown as due diligence attempts have been conducted and to date no additional information was received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported that a ventilator blower was making a loud noise during set-up for use. This event was reported to have occurred during set-up for use; there was no patient or user harm. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The rse advised the customer the v200 vent was at end of life and was no longer supported by philips. The rse told the customer to check with third party rental companies in his region to find out if they can assist with his request for a replacement blower motor.